Manufacturer narrative:
This MDR was generated under protocol :(B)(4), as a result of warning letter cms# :(B)(4). A product sample was received for evaluation. Visual and functional testing were performed. The downstream occlusion sensor seal was starting to bubble up. Both sensors failed calibration test. The root cause of the reported issue was found to be a bubbled downstream occlusion sensor seal. Actions were taken to mitigate the reported issue: replaced the downstream occlusion sensor seal.

Event description:
It was reported that the downstream occlusion sensor seal was damaged. No patient injury was reported.